Event description:
It was reported that the patient received inappropriate shocks. Noise was noted on a stored electrogram. Lead damage suspected and was possibly caused by the young patient's daily activities. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported noise anomaly was confirmed in the laboratory. Analysis revealed a short circuit between the inner and rv shock coil due to abraded outer and inner lead insulation. The reported noise could occur when the exposed inner coil comes in contact with the rv shock coil, which could deliver inappropriate therapy. The damage on the lead insulation was caused by inside-out abrasion. Other : na.